Event description:
It was reported that a patient experienced a low blood glucose event after recently starting a glp-1 medication, with the clinical educator suggesting increased insulin sensitivity as a potential contributor and no device alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included no hospitalization or long-term impairment reported. Investigation included outreach to obtain blood glucose questionnaire details. Investigation of this case revealed that the cause of the hypoglycemia remained unclear based on available information and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.